Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump that had a damaged battery. There was no adverse event, patient injury, or medical intervention associated with this report. During baxter's review of the event history, it was discovered that there was a battery depleted set alarm that had occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative reported a colleague infusion pump with an 810:04 failure code. The event was reported to have occurred during programming/set-up in the general patient ward. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause is the phm (pumphead module). The phm was replaced.